Manufacturer narrative:
Pharmacovigilance comment: (B)(6) 2014: muscular weakness, local swelling, lethargy, monoplegia assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(6) 2014, from a physician and concerns a (B)(6) year old female patient. The patient's medical history and concomitant medications were not reported. On (B)(6) 2014, the patient was administered treatment with sculptra (poly-l-lactic acid) injection one time in her nasolabial folds for an aesthetic procedure. The batch number used was not reported. Six days after the injection, on (B)(6) 2014, the patient started experiencing muscle weakness and swelling in both her upper arms, and stated that she was lethargic. The patient was reported as having trouble with loss of motion in her arms, and she is unable to move her arms. The outcome of the event was unchanged. The physician reported the events as possibly related. Follow up request sent to physician on (B)(6) 2014.